Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured on its distal shaft. If the device is retracted against resistance, damage such as this may occur. Further evaluation revealed the internal coil winds were unraveled and wrapped around a non-penumbra guidewire, and the distal fractured red72 segment along with the non-penumbra guidewire were unable to be removed from the returned bmx96. Due to the return condition, the root cause of resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra system 3max reperfusion catheter (3maxc), a benchmark bmx96 access system (bmx96), and a guidewire. During the procedure, the physician advanced the red72 into the patient using the bmx96 and 3maxc. However, the red72 would not advance past the ophthalmic artery. The physician then decided to use a different catheter and started to retract the red72. While retracting the red72, the physician experienced resistance and subsequently, the physician broke the red72 on the distal end. The bmx96 was then removed with the fractured red72 and guidewire. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), a new bmx96, and the same 3maxc. There was no report of an adverse effect to the patient.